Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial, approximately 382 days post study conduit implant, the subject experienced stenosis of left axillary vein of moderate intensity and was hospitalized. Percutaneous transluminal angioplasty (pta) was performed. On the same day, the event was considered resolved and the subject was discharged from the hospital.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2021), (manufacturing date: 02/2016).

Event description:
It was reported through the results of a clinical trial, approximately 382 days post study conduit implant, the subject experienced stenosis of left axillary vein of moderate intensity and was hospitalized. Percutaneous transluminal angioplasty (pta) was performed. On the same day, the event was considered resolved and the subject was discharged from the hospital. New information: it was reported through the results of a clinical trial, that approximately one year and two months post placement of a left upper arm vascular graft, the patient experienced thrombosis of vascular access and was hospitalized. Reportedly, a thrombectomy was performed; the patient discharged on hospital day two. New information: it was reported through the results of a clinical trial, that approximately one year and five months post vascular graft placement, the patient experienced two events of thrombosis of vascular access. Reportedly, the patient was admitted to the hospital, thrombectomies were performed and the events were considered to be resolved. New information: it was reported through the results of a clinical trial, that approximately one year and seven months post vascular graft placement, the patient experienced thrombosis of vascular access. Reportedly, the patient was admitted to the hospital and the events were considered to be not resolved. New information: it was reported through the results of a clinical trial, that approximately one year and seven months post vascular graft placement, the patient experienced thrombosis of vascular access. Reportedly, the patient was admitted to the hospital, thrombectomies were performed, the events were considered to be resolved, and patient was successfully dialyzed post procedure and discharged home one day post admission. New information: it was reported through the results of a clinical trial, that approximately one year and three months post vascular graft placement, the patient experienced stenosis of axillary vein. Approximately one year and four months post graft placement the patient experienced stenosis of vascular access. New information: it was reported through the results of a clinical trial, that approximately one year and ten months post vascular graft placement, the patient experienced thrombosis of vascular access and was hospitalized on the same day. A thrombectomy was performed. New information: it was reported through the results of a clinical trial, that approximately one year and eight months post vascular graft placement, the patient experienced thrombosis of vascular access and was hospitalized for thrombectomy. The patient was discharged from the hospital and the event was considered resolved the same day.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, approximately 382 days post study conduit implant, the subject experienced stenosis of left axillary vein of moderate intensity and was hospitalized. Percutaneous transluminal angioplasty (pta) was performed. On the same day, the event was considered resolved and the subject was discharged from the hospital. New information: it was reported through the results of a clinical trial, that approximately one year and two months post placement of a left upper arm vascular graft, the patient experienced thrombosis of vascular access and was hospitalized. Reportedly, a thrombectomy was performed; the patient discharged on hospital day two. New information: it was reported through the results of a clinical trial, that approximately one year and five months post vascular graft placement, the patient experienced two events of thrombosis of vascular access. Reportedly, the patient was admitted to the hospital, thrombectomies were performed and the events were considered to be resolved. New information: it was reported through the results of a clinical trial, that approximately one year and seven months post vascular graft placement, the patient experienced thrombosis of vascular access. Reportedly, the patient was admitted to the hospital and the events were considered to be not resolved. New information: it was reported through the results of a clinical trial, that approximately one year and seven months post vascular graft placement, the patient experienced thrombosis of vascular access. Reportedly, the patient was admitted to the hospital, thrombectomies were performed, the events were considered to be resolved, and patient was successfully dialyzed post procedure and discharged home one day post admission. New information: it was reported through the results of a clinical trial, that approximately one year and three months post vascular graft placement, the patient experienced stenosis of axillary vein. Approximately one year and four months post graft placement the patient experienced stenosis of vascular access. New information: it was reported through the results of a clinical trial, that approximately one year and ten months post vascular graft placement, the patient experienced thrombosis of vascular access and was hospitalized on the same day. A thrombectomy was performed. New information: it was reported through the results of a clinical trial, that approximately one year and eight months post vascular graft placement, the patient experienced thrombosis of vascular access and was hospitalized for thrombectomy. The patient was discharged from the hospital and the event was considered resolved the same day. New information: it was reported through the results of a clinical trial, that approximately one year and eleven months post vascular graft placement, the patient experienced thrombosis of vascular access and was hospitalized, thrombectomy was performed, and the event was considered resolved. The patient was discharged one day post admission. Approximately four days later the patient experienced thrombosis of vascular access and was hospitalized, thrombectomy was performed, and the event was considered resolved. The patient was discharged one day post admission.

Event description:
It was reported through the results of a clinical trial, that approximately one year and two months post placement of a left upper arm vascular graft, the patient experienced thrombosis of vascular access and was hospitalized. Reportedly, a thrombectomy was performed; the patient discharged on hospital day two. New information: it was reported through the results of a clinical trial, that approximately one year and five months post vascular graft placement, the patient experienced two events of thrombosis of vascular access. Reportedly, the patient was admitted to the hospital, thrombectomies were performed and the events were considered to be resolved. New information: it was reported through the results of a clinical trial, that approximately one year and seven months post vascular graft placement, the patient experienced thrombosis of vascular access. Reportedly, the patient was admitted to the hospital and the events were considered to be not resolved.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Expiry date: 01/2021, manufacturing review: 02/2016. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, that approximately one year and two months post placement of a left upper arm vascular graft, the patient experienced thrombosis of vascular access and was hospitalized. Reportedly, a thrombectomy was performed; the patient discharged on hospital day two.

Manufacturer narrative:
It was originally reported that the subject experienced stenosis of left axillary vein of moderate intensity and was hospitalized. Percutaneous transluminal angioplasty (pta) was performed on the left axillary vein. On the same day, the event was considered resolved and the subject was discharged from the hospital. After further review of this event, this event was reassessed and determined to not be MDR reportable. However, an initial MDR had already been submitted; therefore, the purpose of this supplemental report is to document the change in reportability classification.

Event description:
It was reported through the results of a clinical trial, approximately 382 days post study conduit implant, the subject experienced stenosis of left axillary vein of moderate intensity and was hospitalized. Percutaneous transluminal angioplasty (pta) was performed. On the same day, the event was considered resolved and the subject was discharged from the hospital.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, that approximately one year and two months post placement of a left upper arm vascular graft, the patient experienced thrombosis of vascular access and was hospitalized. Reportedly, a thrombectomy was performed; the patient discharged on hospital day two. New information: it was reported through the results of a clinical trial, that approximately one year and five months post vascular graft placement, the patient experienced two events of thrombosis of vascular access. Reportedly, the patient was admitted to the hospital, thrombectomies were performed and the events were considered to be resolved.